Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot 45995, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to the 50005 system notice, indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing of the catheter revealed a guide wire lumen kink and breach at 1.42 inches proximal from the tip. In conclusion, the reported 50005 system notice was confirmed through testing. The balloon catheter, 2af283 with lot 45995, failed the return product inspection due to a guide wire lumen kink and breach.

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the procedure was completed with cryo. The balloon catheter further tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.